Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the medical professional; however, this should be the user. If implanted, give date (mo/day/yr), corrected data: the correct suspect medical device is an implantable device; therefore, this field is being updated. If explanted, give date (mo/day/yr), corrected data: the correct suspect medical device is an implantable device; therefore, this field is being updated. Labeled for single use, corrected data: the correct suspect medical device is an implantable device; therefore, this field is being updated. Usage of device, corrected data: the correct suspect medical device is an implantable device; therefore, this field is being updated. This report is being submitted to correct the aforementioned fields.

Event description:
Attempts for additional information have been unsuccessful.

Event description:
It was reported that after going through a scanner at the airport, the vns patient¿s magnet readings were reportedly no longer accurate. The patient¿s parent believed that the device was stuck in magnet mode stimulation. The magnet stimulation on-time was programmed to 21 sec. According to the teacher at the patient¿s school, magnet mode stimulation would activate 3-4 times in a minute. The device was tested and showed normal device function. Attempts for additional relevant information have been unsuccessful to date.